Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the pressure dome of a flowmeter came off from the main body when the device was put into operation (pressurized). There was no injury of a person reported.

Manufacturer narrative:
The evaluation and assessment was based on investigation of the provided photos and the written information received. It can be confirmed that the material of the flow meter's pressure dome had burst after having been pressurized. The crack has occurred in the area of the bottom thread by which the dome is fitted into the main body of the flow meter. The facility reportedly uses a reprocessing agent which wasn't tested by dräger and thus, is not included in the list of recommended substances. The formulation of the disinfectant contains quaternary ammonium compounds and ethanol derivates which are known to cause tension cracks in the plastic material the pressure dome is made of. Consequently, the IFU contains a warning that these substances are not suitable for reprocessing of the flow meters. The development of tension cracks until breaking is no sudden occurring event but a process that develops over the time. Reflecting that there's a good detectability if the product is subject to regular inspections. Draeger has included this detail in the IFU as well - it is recommended to inspect the product in regular intervals to recognize material deteriorations as soon as possible. Furthermore, there's an advise that the product has to be inspected at least once per year by trained personnel. During this procedure the dome has to be removed from the flow meter's body to inspect the area of the thread as well. No indication for potential material or manufacturing defects was found in the particular case. Dräger finally concludes that the reported issue was caused by the use of an inappropriate reprocessing agent.

Event description:
Please refer to initial MFR. Report #9611500-2018-00267.